Event description:
It was reported that the patient received inappropriate shocks while the patient was in flight from ecuador to miami. The therapy was turned off for the right ventricular (rv) lead in miami. The patient continue on to san francisco to have the lead replaced. The rv lead was fractured; it lead was explanted and was replaced. It was also reported that the left ventricular (lv) lead had decreased outputs. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944-65 lead, implanted: (B)(6) 2001; 5076-52 lead, implanted: (B)(6) 2001. (B)(4).